Event description:
Customer reports that: "the drill bit from a single lumen bolt kit broke and the remaining portion of the drill bit stayed in the patient's skull". Additional information from the hospital explained the doctor does not feel the device caused or contributed to the current state of the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.